Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not correctly read the glucometer. Customer's blood glucose was 325 mg/dl at the time of incident but then it went to 600 mg/dl. Troubleshooting was done for high blood glucose and was found that the pump was operating as designed. Troubleshooting also found that customer may have overcorrected the dosage for insulin. No further information was given.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that there had been a hospitalization due to pneumonia and a high blood glucose of 1400 mg/dl.